Event description:
As the surgeon was placing a 0.3mm screw into the bone, there appeared to be micro fractures, causing the bone to give away, and the screw to fall into the wound. The screw was unable to be retrieved due to concern for continued bleeding and optic nerve injury.

Event description:
As the surgeon was placing a 0.3mm screw into the bone, there appeared to be micro fractures, causing the bone to give away, and the screw to fall into the wound. The screw was unable to be retrieved due to concern for continued bleeding and optic nerve injury.